Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient¿s spouse described the area as a rash under the side electrode. There was no alleged device malfunction contributing to the rash. The patient¿s spouse reported being a medical professional and applied cortisone cream to the area. Follow up indicated that the rash improved.

Manufacturer narrative:
Not applicable.